Event description:
This is a 36 year old patient who in 1986 had meme polyurethane silicone breast implants placed. In october of 1991 she developed ventricular bigeminy. The workup was negative. She also developed new onset of breast and arm pain. Athe patient had a bilateral capsulectomy with removal of the implants. The capsules were opened. There was a thick exudate present on the left side and to a lesser degree on the right side. Both implants were intact, however, the foam was quite thinned outinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.